Event description:
It was reported that the patient was admitted to the hospital due to inappropriate shocks from t-wave oversensing. The patient had a mi in (B) (6) 2009, and since then has had a decrease in r-waves and increased pacing thresholds. The sense/pace portion of the hv lead was replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.